Manufacturer narrative:
Manufacturer's analysis was unable to confirm the customer comment that the analyzer's ventricular channel was not working. The analyzer passed all incoming functional and system tests. However, it was noted that the patient connector had disturbed pins. The analyzer was to be sent for repair.

Event description:
It was reported that the analyzer's ventricular channel was not working. The atrial channel was used instead. The analyzer was returned for service. No patient complications have been reported as a result of this event.